Event description:
The user facility reported to terumo cardiovascular sys that during cardiopulmonary bypass surgery, there was a leak at the connection from the table line to the conducer on the cardioplegia line. The product was not changed out. There was 3cc's of blood loss. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).